Event description:
3 days after insertion of the catheter, icp value suddenly became high. The catheter was removed from pt and displayed pressure value in atmosphere was 20 mhg. The catheter was not used on an infectious pt. Co has not rec'd info that the occurrence had given some influence to pt.